Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a revision procedure due to lead migration out of the epidural space. The lead was replaced and the patient was receiving adequate therapy post-operation.

Manufacturer narrative:
An evoke 12c percutaneous lead kit - 60cm lead and anchor were returned for analysis. The anchor passed functional testing with no observable migration when tested with a reference lead. As the anchor passed functional testing with a reference lead, the cause of the reported migration could not be conclusively identified. The lead failed functional testing due to disconnections because of broken conductor wires in the distal end of the lead. No disconnected electrodes were reported and therefore it is likely that the damage observed was due to the revision procedure and did not occur while the lead was implanted. The cause of the reported migration cannot be conclusively determined. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified. Correction: section d4: model name changed to evoke 12c percutaneous lead kit - 60cm, catalogue number changed to 1008, serial number changed to (B)(6) .

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a revision procedure due to lead migration out of the epidural space. The lead was replaced and the patient was receiving adequate therapy post-operation.